Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited noise and oversensing that resulted in delivery of inappropriate shock therapy and an unknown duration of pacing inhibition. A revision procedure was planned for an unknown date in the future. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.